Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 408 mg/dl at the time of the incident. The customer had few problems with the insulin pump. The customer reported a crack showing up along the battery area, along the length to the battery compartment and was getting bigger. The customer received a change sensor alert. The sensor will be returned for analysis. The reservoir, infusion set and the insulin pump will not be returned for analysis.